Event description:
The customer reported "patient fall today after a plastic buckle opened during a transfer."

Manufacturer narrative:
The customer reported "patient fall today after a plastic buckle opened during a transfer." In follow-up information provided by the customer, it was reported that the gait belt was applied by a healthcare professional during a transfer when the buckle popped open. The belt was described as thin, difficult to adjust, prone to loosening during use, and the nylon material was reported to be slippery and difficult to grip. The belt was reapplied, and the patient was transferred safely to a chair. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.